Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
While removing my tampon the string comes out but not the cotton [foreign body in reproductive tract], removing tampon the string comes out but not the cotton [device breakage]. Case description: consumer reported via social media that for the past couple of months while removing the tampon, the string comes out but not the cotton. No serious injury was reported.